Event description:
Event description guidant received information that during a follow-up visit, this single-chamber pacemaker and right ventricular lead exhibited oversensing and poor r-wave measurements of 1.0mv. The oversensing resulted in pauses in pacing and falsely stored tachycardia episodes. This pacer-dependent patient was noted as asymptomatic during these events. Poor r-wave measurements have been a chronic issue for the patient.